Event description:
Customer reported black grease and shards were coming from the handpiece. Device was returned for service. This is report 1 of 1 for complaint #(B)(4).

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to synthes service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by a technician, functional testing was performed and revealed that the motor did not function properly, the motor assembly, o-ring, and seals were worn, and the air channels had motor lamella shards in them. This was attributed to normal wear. The device was repaired and returned to the customer on (B)(4) 2013. Placeholder.